Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture, coil deformation, lead body damage, including kinks, insulation abrasion. This type of damage is consistent with repeated stress over time. The reported high impedance measurement, oversensed noise, intermittent sensing and loss of capture are likely the result of the lead damage observed by the laboratory.

Event description:
Boston scientific received information that this product was part of a system revision due to erosion. The right atrial (ra) lead exhibited high out-of-range (oor) pacing lead impedance, noise which was oversensed, intermittent sensing and loss of capture. The patient presented at the clinic with complaints of chest pressure and coughing. Further, upon ra lead revision, insulation part of the lead was flaking off and erosion was also noted. Additional information was received indicating that damaged on insulation was determined through visual inspection when the pocket was opened and was further tested with the pacing system analyzer (psa). In addition, patient symptoms were related to the lead malfunction. There were no additional adverse effects reported. The ra lead was partially abandoned.